Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
While performing routine maintenance on an olympus evis exera iii xenon light source, it was discovered that the front panel leds were flashing. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the customer¿s report was not confirmed. The front panel leds were functioning as intended during the unit inspection. However, heavy amounts of dust were found inside the unit, and heavy amounts of corrosion were noted on the front shield. The white light lens was found foggy and needs to be replaced. The power switch and tank socket were found damaged and need to be replaced. The unit had other corrosion present, scratching present, and overall wear and tear. If additional information becomes available following the device evaluation, a supplemental report will be filed.